Event description:
The customer reported the system went down during examination.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA by 04/16/2011.